Event description:
A customer reported experiencing a cartridge alarm 30 during the load process of their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which indicates there was no adverse impact. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, as it was still under warranty. The customer was instructed on how to return the problematic pump and understood the necessary steps to take with the newly shipped replacement pump. No backup therapy was immediately available, so the customer planned to contact their healthcare provider.